Event description:
Customer states that when they stepped on the foot pedal the pump motor did not run on the tumescent infiltration pump.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
The investigation confirmed the reported complaint. It appears that the pump coupling was defective during use. Circuit board was tested 100% and no failure was detected. All functions tested 100% to manufacturing specification.